Event description:
It was reported that when the skin graft was taken, the zimmer air dermatome did not operate smoothly and resulted in an irregular skin graft. A new dermatome and blade were used to take another skin graft from the same thigh only on a lower site. The pt was discharged the same day and per the surgeon the site is healing well without scar.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.